Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2009 that a gemini stone retrieval paired wire/helical basket was used for a ureteroscopy procedure. According to the complainant, the sheath of the retrieval basket split near the device handle while outside the patient. The retrieval basket was unable to be opened or closed. It is unknown if the pull wire and/or sheath detached. The procedure was successfully completed with another retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).